Manufacturer narrative:
Complaint conclusion: as reported, the plaintiff underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient, including, but not limited to: blood clots, clotting and occlusion of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages. These damages required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. The trapease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Blood clots and occlusion of the ivc filter does not represent a device malfunction. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Based on the minimal information provided, it is not possible to draw a clinical conclusion or determine a root cause for the reported event. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design, manufacturing process or implantation of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The following additional information received per the medical records indicate that the patient underwent placement of the ivc filter due to an ultrasound of the lower extremities demonstrating findings suspicious for propagation of thrombus from a right calf vein to the distal popliteal vein. During placement of the ivc filter via the right femoral vein, the filter was deployed under close fluoroscopic observation. The cephalad tip of the filter was placed below the level of the renal veins. The patient tolerated the procedure well. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about three years and six months post implantation of ivc filter. The patient reports to have obstruction of the ivc below the filter, filter is clogged and twice its normal size and to suffer from fear. The patient also reports that it is too risky to attempt retrieval of the ivc since it has been in placed for more than 90 days. There are no known made attempts to remove ivc filter. It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused injury and damages to the patient including, but not limited to: blood clots, clotting and occlusion of the inferior vena cava (ivc) filter. According to the information received in the patient profile from (ppf), the patient became aware of the alleged events approximately on or about three years and six months post implantation of ivc filter. The patient reports to have obstruction of the ivc below the filter, filter is clogged and twice its normal size and to suffer from fear. The patient profile form also indicates that it is too risky to attempt retrieval of the ivc since it has been in place for more than 90 days. There are no known made attempts to remove ivc filter. The indication for the filter placement was due to findings noted from an ultrasound performed on the lower extremities. The findings were suspicious for propagation of thrombus from a right calf vein to the distal popliteal vein. The filter was place via the right femoral vein and deployed under close fluoroscopic observation. The cephalad tip of the filter was placed below the level of the renal veins. The patient tolerated the procedure well. There is currently no additional information available for review at this time. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. A device malfunction has not been reported at this time. Blood clots, clotting, and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Fear does not represent a device malfunction and may be related to underlying patient specific issues. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
The exact implant date is unknown. The catalog number is unknown, if received it will be provided. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by the legal department, the plaintiff underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damages to the patient. Including, but not limited to: blood clots, clotting and occlusion of the ivc filter. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages. Required and will continue to require extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain, suffering and other damages.